Event description:
It was reported, that when the doctor attempted to deploy a stent, it was difficult to deploy and seemed to get hung up on the sheath. When it did deploy, the band marker detached from the catheter. The doctor was able to remove the marker band with the balloon without difficulty. No pt injury noted. The pt is on dialysis and has an a/v fistula in the left upper arm. A fistulagram was being performed for a left subclavian vein stenosis. Pt had 2 previous stents in place, but another narrowed area in the subclavian vein / axillary area, and needed a stent placed. Reportedly the doctor wanted to place the fluency 8 x 80 stent inside the other stents. No introducer sheath was used in this procedure per the contact at the facility. The doctor had difficulty deploying the stent and a small piece of the deployment system broke off and kept the stent from opening. The doctor withdrew the system over the wire, passed a 4 mm balloon past the unexpanded stent, and was able to capture the broken piece and bring it out. This freed the stent to partially open at the distal end, but not the proximal end. The doctor then put an 8 x 8 mm pta balloon in the stent and successfully opened it completely.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample was evaluated. The safety clip was missing upon receipt of the sample. The tuohy borst adapter was closed and contaminated with blood. The sheath was elongated on the entire length. The distal tip with the marker was torn off and missing. The inner catheter protruded from the outer sheath 85 mm. The stent graft was released and missing. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.